Event description:
Boston scientific received information that the setscrews on the associated pacemaker could not be loosened despite the use of different wrenches and various troubleshooting techniques. As a result this right ventricular (rv) lead had to be cut and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.